Manufacturer narrative:
The insulin pump was received with blank display; the problem was isolated to the lcd board. Unable to performed functional testing due to display anomaly or able to verify audio beep, constant tone, buzzing sound or humming sound due to blank display anomaly. The insulin pump h ad minor scratched lcd window cracked near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 198 mg/dl. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was offered beep anomaly troubleshooting but she declined due to pump being replaced for the blank display issue.